Event description:
It was reported by the patient¿s spouse that the top of the cardiac resynchronization therapy defibrillator (crt-d) ¿came off¿ and an infection ¿got inside of it¿. It was noted that the crt-d system was removed and a leadless implantable pulse generator (ipg) was placed. Additionally, it was noted that the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 6935m62 ((B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2023; explant date (B)(6) 2024, product ID dtma1qq ((B)(6)); product type: 0236-crt-d; implant date (B)(6) 2023; explant date (B)(6) 2024. Product ID 5076-52 ((B)(6)); product type: 0270-lead-lv-pace; implant date (B)(6) 2023; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.